Event description:
The customer reported error codes that indicate that the 840 ventilator stopped cycling while on pt use. Units repair is not completed.

Manufacturer narrative:
Customer stated that the ventilator stopped cycling while in pt use. Pt was placed on a second ventilator and three days later, pt expired. As per doctor, ventilator did not contribute to pt's death. Pt expired of primary disease.